Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Additionally, it was reported that the technical assistance center (tac) contacted the respiratory product manager and recommended to disable the white light imaging (wli) image enhancement mode, as described in the cv-1500_installation manual on pages 183-184 (pdf 193-194). The representative modified these settings and then inserted the scope again. The phenomenon no longer appeared, and the image quality of the ultrasound bronchofibervideoscope was acceptable.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the endoscopic image appears to have a ¿grid overlay¿ resembling cheesecloth. There were no reports of patient involvement.